Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the right ventricular lead was difficult to place and the helix had deployment issues. The helix appeared to have been deployed, possibly during the mapping process as analyzer cables were being connected and disconnected. Additionally, over-rotation may have occurred when the helix was attempted to be extended while it was already extended. The lead was not placed and a different lead was used instead. No patient complications have been reported as a result of this event.